Event description:
Patient use own device to open the pca pump drug compartment and self-administered demerol of .10mg/cc of 50cc's twice. Patient had slurred speech. Physician was notified. Patient recovered and discharged from hospital later the same day. The drug compartment needs to be better tamper proofdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: design - inadequate, other. Conclusion: invalid data, invalid data, device failure indirectly caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.